Event description:
Customer reported not able to test her blood sugar due to receiving an error message on her freestyle flash meter. The customer also reported experiencing symptoms of dizziness, vomiting, stomach pain and lost of consciousness. The customer was taken to hospital where her blood sugar was 368mg/dl on a hcp meter. Customer was treated with insulin shot and IV solution. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow up report will be filed once investigation results are available.